Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a bilateral sacrospinous fixation with anterior repair procedure performed on (B)(6) 2014. The procedure was completed with this device. According to the complainant, post procedure, the patient felt pain on her leg down to her heel. Uroscan confirmed ureteral kinking. The physician removed the device immediately and inserted a double j stent to re-establish the urine flow. The patient felt better and with residual pain.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.